Event description:
It was reported to conmed that, "surgeon was using the elc 530 device to ligate the cystic duct and cystic artery. During the actuation of the device the next clip would fall out. This occurred approximately 5 times, 5 unformed clips were retrieved from the abdomen. An actual count of dropped clips to retrieved clips was not completed so it is unknown as to whether all of the dropped clips was not retrieved. The circulator offered a new device but the surgeon refused as the dropping of the clips was intermittent and did not happen immediately. Several clips fired completely prior to the dropping. No dissection or torquing to the jaws was noted. " it was also reported that there was no patient injury.

Manufacturer narrative:
On initial evaluation of this incident I misread the complaint report narrative. I read that this "occurred 5 times, 5 unformed clips were retrieved from the abdomen." I did not interpret this that any clips were left behind. On review of this complaint I noted in the narrative where it states, "an actual count of dropped clips to retrieved clips was not completed so it is unknown as to whether all of the dropped clips was not retrieved." This tells me that there is the possibility of an unretrieved device fragment (unformed clip) left in the abdomen. I apologize for the timing of this MDR submission for the above was missed on initial evaluation of the complaint and by the time it was caught this incident is being submitted late. The device is expected to be return for evaluation; however, to date have not yet been received. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted. Again, I apologize for the timing of this MDR submission.

Manufacturer narrative:
The reflex elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. There has not been any patient or end-user injury associated with this event; however, due to the possibility of clips left in the abdomen (unretrieved device fragments) this is reported to the FDA. The end-user stated that the device was saved and requested a bio-kit for return of the device. A bio-kit for return was sent to the end-user facility upon receipt of the complaint. To date, the device has not been returned to conmed corporation; therefore, an evaluation of the device cannot be performed. The customer complaint is unconfirmed; for, without evaluating the suspect device a conclusive determination of root cause cannot be made. A DHR/lhr. Device history record/lot history record, review cannot be accomplished for the lot number of the device has not been made available. A potential cause for this failure mode is the jaws of the device were temporarily widened, allowing the clip stop to become stuck in a jaw slot, thereby bending the jaws. Bent jaws can also occur when a clip is inadvertently fired over a previously applied clip or the jaws are used to manipulate tissue during use. Each device is verified in manufacturing to function properly before release by firing and inspecting four (4) clips. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go-no-go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go-no-go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. The customer complaint is inconclusive since the device in question is not available for review. Without evaluating the suspected device a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.